Event description:
Following a ptca procedure, a physician attempted to deploy an angio-seal device in the right groin. During the deployment sequence (at the point in which the user tamps the collagen using the tamper tube in order to create the anchor-arteriotomy-collagen sandwich and prior to the application of the tension spring), the collagen and suture pulled out of the pt, with the device anchor remaining in the pt. Manual pressure was held for a duration of three hrs with hemostasis achieved. Pulses were noted to be present, with no hematoma formation or pain. The pt was admitted to the hosp and was kept overnight for observation. A follow-up ultrasound showed no foreign body definable in the common femoral artery. The pt was discharged home with no sequelae.